Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 300mcg/day via an implantable pump. It was reported that the patient had return of symptoms and minimal pump relief. There were no reported environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting preformed was an indium dye study showed drug was not getting intrathecal. The actions and interventions taken were the physician removed and replaced the catheter. The physician also removed the pump. With eri (elective replacement indicator) the dose was adjusted from 650mcg/day to 300mcg/day. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4) , implanted: (B)(6) 2009, explanted: (B)(6) 2022 , product type: catheter; other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.